Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the gunther tulip vena cava filter retrieval set sheath was being used to retrieve an inferior vena cava (ivc) filter. Upon removal of the sheath, the hub broke off. It was noted that the ivc filter was successfully removed without issue. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned product confirmed that the flare of the device was measured to be 6.0 mm in diameter. The flare should be between 6.5 mm and 7.2 mm to be in specification. A similar test fitting was attached to the complaint sheath and even by strong pulling the fitting did not slip the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.